Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. The customer stated the pin popped out before placement. Another capsule was used to continue the procedure. No repeat procedure was necessary. There was no patient or user harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. The customer stated the pin popped out before placement. Another capsule was used to continue the procedure. No repeat procedure was necessary. There was no patient or user harm.

Manufacturer narrative:
Evaluation summary: the bravo device was received for evaluation. The visual inspection found that the delivery system is broken. The investigation of the returned equipment identified that the plunger is not connected to the handle - this is due to user mishandling of turning the handle more than 1/8 of turn. The investigation identified the root cause of the reported event to be mishandling. The user has contradicting the instructions for use(IFU). The IFU states: pressing down on the plunger too slowly may result in the capsule not properly attaching to the patient¿s esophagus or not detaching from the delivery device. Do not rotate the plunger while depressing it. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach and the pin popped out before placement. There was no harm to the patient and user, and no intervention was required. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. Lubrication was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation. Another capsule was used the same day to continue the procedure.